Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 401 mg/dl. Customer stated that the top of the reservoir compartment has broken in two places. Customer is not sure how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. The customer was treated with insulin. And blood glucose went down.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip and cracked battery tube threads. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.